Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced low blood glucose was 48mg/dl and high blood glucose was 445mg/dl. Customer's current blood glucose was 412mg/dl. Customer had bent cannula. Customer stated that customer was getting alert for cannot find sensor signal message and her pump was going off. Customer declined troubleshoot for low and high blood glucose. Products will not be returned for analysis.